Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, discontinued) and meropenem injection (1gm, twice a day, discontinued) for peritonitis. A day after the event onset, the patient was hospitalized for the event. Six days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Nine days after the event onset, the patient was discharged from the hospital. At the time of this report, pd therapy was discontinued and the patient has recovered from the event. No additional information is available.